Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their insulin-filled pod started beeping immediately after filling. They did not provide further details. It is unclear if the controller was in use when the alarm occurred. The patient's blood glucose levels were elevated; however, no specific level was provided. The patient's spouse reported the patient was on their way to the emergency room (ER) as their blood glucose was elevated and the patient did not have any more pods due to a delay in pod shipment. A follow-up was offered to explore the situation further after the ER visit. Multiple outreach attempts were made by the call center, but there was no response. Voicemails were left with return contact information, and the task was closed after the third attempt. If new information become available, a supplement report will be submitted.